Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A leak was identified at the exhaust port of the mc3 nautilus extracorporeal membrane oxygenation (ECMO) oxygenator during use. Bival was used as the anti-coagulant and plasmalyte was used during the case. There was no patient blood loss or plasma breakthrough due to the leak, and an unplanned blood transfusion was not required. Plasma breakthrough did not occur. The same leak did not appear in multiple packs. Use of the device was continued to complete the procedure. It was reported that while on ECMO (extra corporeal membrane oxygenation) and awaiting a lung transplant, a patient experienced cardiac arrest and died. Medtronic received additional information that the patient's death was not believed to be linked to this event at all.

Manufacturer narrative:
Additional information h6.2 eval code method (fdm/annex b): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.